Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the dr. Applied current and did a sphincterotomy but the cutting wire tensed up / bowed with difficulty. The nurse tried again to tense up the autotome but then noticed that the cutting wire detached from the front tip. No wire fell into the patient. The procedure was completed with another autotome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the dr. Applied current and did a sphincterotomy but the cutting wire tensed up / bowed with difficulty. The nurse tried again to tense up the autotome but then noticed that the cutting wire detached from the front tip. No wire fell into the patient. The procedure was completed with another autotome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and kinked at approximately 93cm from proximal end of the device, the cutting wire with the soldered anchor separated from the extrusion through the distal pierce hole and was found slightly burnt/blackened at the distal end. The extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The weld integrity of cutwire/anchor assembly was found to be unaffected. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the distal end of the cutting wire with anchor became separated from the extrusion at the distal tip. However, during manufacturing, the devices are 100% inspected for working length and cut wire integrity and bowing/ handle functionality. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.